Event description:
It was reported that during a liver resection procedure, the surgeon was transecting a small vessel in the liver with a white load. The device fired three fourths of the way and locked out. The device was opened by forcing the firing trigger open and the device was removed from the tissue. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Pinion axle the analysis results found that the (B)(4) device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the lockout spring normal. The device opened and closed without any difficulties noted. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)